Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was failed 29 times. It is recoverable but hoping for a long-term solution. The field service engineer was found this malfunction due to dirty microswitches and loose spade connectors. The field service engineer cleaned the microswitches and spade connectors were crimped, and carbon grease was applied to all four latches to restoring proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower drawer was failed 29 times. The customer stated that the malfunction occurred when either door would open but indicated it failed, or it would not open but could be recovered to obtain medications. There was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.